Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.(B)(4) ¿ the dentist reported that 2 months after the dental implant was installed in intraoral region 30#, its non-osseointegration was observed. The patient presented bone type ii.